Manufacturer narrative:
(B)(4).

Event description:
It has been reported that during a knee arthroplasty, the articular surface would not correctly connect to the tibial component.

Manufacturer narrative:
Cmp-(B)(4). The following report is submitted to relay additional information updated: the reported event could not be confirmed based on limited information received. The visual inspection identified signs of gouging on art surface and dovetail is flared. Device history record  (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.